Event description:
It was reported the pt was not receiving effective stimulation. An x-ray determined the lead had migrated. The sjm representative attempted to reprogram the pt to provide coverage, however, multiple attempts were unsuccessful. Follow up identified the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.